Event description:
It was reported the patient was explanted due to heating at the ipg pocket. The patient reported she also experienced daily fevers, swelling on her buttock, and her right leg felt heavy due to the swelling. Follow up identified the patient's physician had requested an allergy kit. It was reported the patient had remaining swelling which the physician believed to be an allergy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.